Event description:
The user facility reported that the luer tip of a 10-cc syringe was broken-off while connecting to a dialysis catheter. The involved pt had to be sent to the emergency for replacement of the venous catheter that was being used for dialysis. There were no reported complications. Add'l event specific info was not available.